Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a menicoplasty procedure, after the surgeon went to place the ar-4500, and pulled the sutures during tensioning, the sutures broke. The fragment was removed and the case was completed by using a new ar-4500.